Manufacturer narrative:
The reported malfunction was observed and attributed to the device patient impedance calibration was found to be out of specification. The patient imedance was re-calibrated to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed electrical safety test for ground resistance. Complainant indicated that there was no patient involvement in the reported malfunction.